Event description:
The patient's mother reported that the patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 due to dka and elevated blood glucose levels (greater than 300 mg/dl). The patient remained on the pump throughout the hospital stay. The patient was treated with an IV for dehydration, and insulin injection.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.